Event description:
It was reported the customer had moisture exposure to their insulin pump. Customer stated they knocked their insulin pump into the bath tub. The customer's blood glucose was 209 mg/dl. The customer stated the display went blank after dropping the insulin pump into the bath tub. Customer also reported a constant tone occurring after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due moisture damage on electronic assembly. The insulin pump had moisture damage was found on motor assembly. No constant tone noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker and cracked battery tube threads.